Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged due to the patient moving around during the implant procedure. It was noted that the procedure was complicated because of the patient's mental status and possible reaction to medications/ stress of the situation. Therefore the physician elected to remove the lead and did not attempt to re-implant. No further patient complications have been reported as a result of this event.